Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured behind the is-1 connector in the subpectoral pocket. The decision was made to replace this rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead was surgically abandoned. At this time there is no additional information. Should additional information become available this report will be updated.